Manufacturer narrative:
Technologist error cannot be ruled out. Repeat testing resulted positive.

Event description:
Customer reported unexpected negative reaction with cell 6 (homozygous jka) of panocell-20 when testing patient sample containing anti-jka, anti-fya and anti-s. All other jka positive cells were also positive for fya and s and resulted positive. Negative reaction with cell 6, homozygous jka cell, ruled out the anti-jka. No adverse reactions occurred as a result of the unexpected results.